Event description:
It was reported that the patient¿s pump was going to be refilled with a lower concentration as the patient was being weaned off the medication. It was realized that the bridge bolus was going to take too long, 8.5 days, as the patient was to be off the intrathecal medications by (B)(6), 2013. Therefore, it was decided not to refill the pump at this time. The reservoir volume on the programmer was changed and then changed back and updated the pump. Immediately there was a pump alarm and an interrogation showed an empty pump reservoir and ¿lra.re volume 7.1ml and dispensed 12.9ml.¿ the pump reservoir volume was updated to 20 ml and then immediately changed back to 7.1 ml and the issue was resolved. This device system delivered gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. Product ID 8840, serial# (B)(4), product type programmer, physician. (B)(4).